Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to perform a reset. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to contact technical support again if the issue reappeared.